Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were also noted to decrease abruptly, however, remain within range. A lead fracture was confirmed. Oversensing of noise in this rv lead was also observed, which resulted in inappropriate electric shocks delivered by the cardiac resynchronization therapy defibrillator (crt-d). The fourth electric shock induced the patient into a ventricular fibrillation (vf). The device exhausted therapy delivery and non-conversion was observed. The patient went into cardiac arrest and was hospitalized. Tachy therapy was deactivated and sensitivity on this rv lead was reprogrammed. A lead replacement was discussed, however, has not been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service. Additional information was received indicating that the physician suspects the suture sleeve was tied down and caused an abrupt fracture resulting in the reported allegations. After the cardiac arrest that lasted approximately 10 minutes, the patient is reported to be in the intensive care unit (ICU). The physician was planning to program pacing in the left ventricular (lv) lead only and eventually, implant a subcutaneous implantable cardioverter defibrillator (s-ICD). Ts was consulted and discussed that the lv will not be able to pace effectively if there is noise on the rv. No additional adverse patient effects were reported. This device system remains in service. Further information was received that this crtd and the rv lead were replaced. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were also noted to decrease abruptly, however, remain within range. A lead fracture was confirmed. Oversensing of noise in this rv lead was also observed, which resulted in inappropriate electric shocks delivered by the cardiac resynchronization therapy defibrillator (crt-d). The fourth electric shock induced the patient into a ventricular fibrillation (vf). The device exhausted therapy delivery and non conversion was observed. The patient went into cardiac arrest and was hospitalized. Tachy therapy was deactivated and sensitivity on this rv lead was reprogrammed. A lead replacement was discussed, however, has not been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt change in pace impedance measurements greater than 3,000 ohms. Shock impedance measurements were also noted to decrease abruptly, however, remain within range. A lead fracture was confirmed. Oversensing of noise in this rv lead was also observed, which resulted in inappropriate electric shocks delivered by the cardiac resynchronization therapy defibrillator (crt-d). The fourth electric shock induced the patient into a ventricular fibrillation (vf). The device exhausted therapy delivery and non conversion was observed. The patient went into cardiac arrest and was hospitalized. Tachy therapy was deactivated and sensitivity on this rv lead was reprogrammed. A lead replacement was discussed, however, has not been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service. Additional information was received indicating that the physician suspects the suture sleeve was tied down and caused an abrupt fracture resulting in the reported allegations. After the cardiac arrest that lasted approximately 10 minutes, the patient is reported to be in the intensive care unit (ICU). The physician was planning to program pacing in the left ventricular (lv) lead only and eventually, implant a subcutaneous implantable cardioverter defibrillator (s-ICD). Ts was consulted and discussed that the lv will be not be able to pace effectively if there is noise on the rv. No additional adverse patient effects were reported. This device system remains in service.